Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a dim pink display. This report is made based on the results of an investigation completed on (B)(4) 2014

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the black box indicates a time and date did not reset after power on reset event on (B)(4) 2013. Time and date were accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hour and reinserted, the pump time and date did reset to the default settings. Pump was open to investigate, the internal battery was found to be leaking. Unrelated to this complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release